Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with a history of procedures to treat incontinence symptoms experienced mechanical issues, urine leaking and an infection in the perineum with an artificial urinary sphincter (aus). An explant surgery was performed, and the patient was allowed time to heal. Following this period, the patient underwent an aus reimplant surgery. There were no further patient complications reported.